Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter, "ob reports stingray connectors are disconnecting from epidural catheters".

Manufacturer narrative:
The changes are as follows: date of event: (B)(6) 2019 date received by manufacturer: 2019-07-29. Medical device lot #: 0001299758 medical device expiration date: 2020-09-30. Device manufacture date: 2019-05-02.

Event description:
It was reported that separation occurred during use with a tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter, "ob reports stingray connectors are disconnecting from epidural catheters".

Manufacturer narrative:
Investigation summary: sample evaluation was not able to verify the failure mode. When attempting to place the catheter in the stingray connector the catheter was unable to be inserted fully. This does not verify the failure mode since the stingray connectors are one time use and would not work properly when reopened and closed. The most probable root cause of the reported failure mode is improper use of the device. The stingray connector is a one-time use device. If the device was reused it would not function properly. The stingray connector is currently in the process of being replaced. A DHR review of all applicable manufacturing records for lot 0001299758 did not identify any issues that may have contributed to the reported failure mode.

Event description:
It was reported that separation occurred during use with a tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter, "ob reports stingray connectors are disconnecting from epidural catheters"

Manufacturer narrative:
The changes are as follows: date received by manufacturer: 2019-07-29.

Event description:
It was reported that separation occurred during use with a tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter, "ob reports stingray connectors are disconnecting from epidural catheters".